Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with high ketones. The patient's blood glucose levels reached 244 mg/dl while wearing the pod between 4 and 24 hours. The patient tried to treat the blood glucose levels by taking a shot of 10 units after taking the pod off but blood glucose rose so they took another 10 units but did not work which caused them to seek medical attention. The patient was treated with IV(intravenous) fluids. The patient was released the same day.

Manufacturer narrative:
The download data from the received device does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No drive stalls occurred, and no hazard alarms were generated during pod operation. Inspection of the phb data found that the agc algorithm was able to appropriately adapt to changes to egvs and user inputs. The investigation did not find any damages or deficiencies that would result in the device failing to deliver insulin.